Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no reflux, the reporter suspected possible footswitch side switch intermittent problem, but no system messages occurred. Additional information had been requested with none provided till date.